Event description:
IV needle retracted too early, after poking the skin, but before threading catheter and before pressing the button, the needle retracted. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Waiting for their response.